Event description:
It was reported that the customer was hospitalized due to low blood glucose levels of 27 mg/dl. Prior to the hospitalization, the customer gave herself insulin, but did not have any food. Troubleshooting revealed that the programming was correct on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.